Manufacturer narrative:
The insulin pump alarmed motor error during the rewind due to the corroded motor home switch. They were unable to verify the compromised force sensor system alarms due to the motor error alarms. The pump was received with a cracked case at the display window corners, a cracked reservoir tube, and cracked battery tube threads. The pump was received with a scratched display window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that he had a compromised force sensor system alarm on the insulin pump. Customer's blood glucose was 60 mg/dl. Customer ate food to treat. Customer was trying to get back on pump therapy after being off the pump for a while. Customer stated that the pump has been sitting on his tv stand while he has not been using it. Customer stated that the pump was not dropped or bumped prior to the alarm occurring. Customer stated that the drive support cap appears normal. Customer was explained that the possible cause of the alarm was during seating, the force sensor did not detect the reservoir. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and to revert to a back-up plan.